Manufacturer narrative:
This report was filed in error. Cardinal health is not the legal manufacturer of this this device. The legal manufacturer is jiangsu caina medical co., ltd in jiangsu, china. The manufacturer has been notified of the event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the syringe is breaking at the luer end when screwing into the IV extension set.